Event description:
It was reported that a cartridge alarm 30 occurred during basal delivery. Customer successfully loaded a new cartridge and subsequently a cartridge alarm 31 intermittently occurred during the basal delivery and load sequence with multiple cartridges. Customer's blood glucose level was 120 mg/dl. Reportedly, the customer reverted to an alternate pump for insulin therapy.